Event description:
It was reported that insulin gauge displayed an amount different than expected, showing 0 units when caller expected around 50 units, and difference was greater than 30 units, although issue was no longer present at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support planned to review pump logs and follow up with patient.